Manufacturer narrative:
Additional information: investigative evaluation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "vena cava perforation; tilt; hemorrhage". Cook will reopen its investigation if further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 05/06/2016 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2011 due to pe while anticoagulated. The device was successfully removed on (B)(6) 2014. The plaintiff alleges vena cava perforation, tilt, and hemorrhage.

Manufacturer narrative:
William cook (B)(4) initially reported event under MFR report # 3002808486-2016-00200. New information was received identifying that the product was a cook inc. Manufactured device. An updated emdr report was submitted under cook inc. MFR report # 1820334-2016-00466 , follow up #1. This was in reference to william cook (B)(4) MFR report #1820334-2016-00466 . Cook is now submitting an initial report to correct this issue. (B)(4). Evaluation according to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that patient received a cook gunther tulip filter on (B)(6) 2011 at (B)(6) hospital in (B)(6). It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Initial MDR was submitted by william cook (B)(4) under reference # 3002808486-2016-00200 on 07apr2016. Additional information provided on 30may2016 determined this device was manufactured by cinc. Supplemental MDR# 1820334-2016-00466. (B)(4). The event is currently under investigation.

Event description:
It is alleged that patient received a cook gunther tulip filter on (B)(6) 2011 at (B)(6). Dr. (B)(6) placed the filter. It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.